Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump act button did not respond due to corroded keypad trace. No button error alarm noted. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, missing endcap sticker and missing address/serial number label.